Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that their quality controls were within acceptable range. Additionally, the customer stated that only one sample was affected. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and stated that there was no reagent or instrument issue as the follow-up testing produced normal results. The hsc specialist concluded that the falsely elevated hcg result was consistent with a specimen integrity issue, where unreacted conjugate can get trapped and did not get washed. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was tested on the same instrument, resulting lower. The customer then repeated the original sample on the same instrument, also resulting lower. The corrected result obtained from the new sample draw was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.